Event description:
The customer returned the olympus colonovideoscope to the service center for a separate issue. During device evaluation, the service repair technician identified white foreign material in the air/water supply. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.